Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 400 mg/dl. For treatment, they gave the patient fluids, insulin and a new pod was applied. The patient was given anti-nausea medication and medication to control their potassium levels. The pod was removed and discarded.